Manufacturer narrative:
Additional information was received that the patient only had loss of stimulation. The physician could not confirm lead fracture but malfunction was not suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had several contacts with high impedances. It was noted that there was a possible lead fracture. The patient will undergo a revision procedure.

Event description:
A report was received that the patient had several contacts with high impedances. It was noted that there was a possible lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and the lead were removed and replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-1110, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient had several contacts with high impedances. It was noted that there was a possible lead fracture. The patient will undergo a revision procedure.